Event description:
During a pulmonary vein isolation for atrial fibrillation procedure the 'pres' error appeared on the pump when priming or changing low and high flow which caused a delay. The tubing kit was changed twice and the pressure alarm adaptor four times with no resolution. The black box was removed that the pressure adaptor cable plugs into and plugged the cool point tubing directly to the pump. The procedure was successfully completed with no consequence to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
One cool point irrigation pump was received for complaint evaluation. The pump was received with fractured door. The bumper rounds were cracked. No other anomalies were noted with the returned device. A cool point tubing set from the current inventory was inserted into the returned cool point pump. After power up to the returned pump; it passed the self-start-up test with displaying version 024. After pressing the priming key, the pump primed normally. No ¿pres¿ alarm was noted when the pump run for the flow test. A microscopic inspection of the modular coupler revealed bent pins. The bent pin can cause the intermittent ¿pres¿ alarm. The cause of the pressure alarm is consistent with bent pins in the modular coupler. The rj11 modular coupler was replaced. After replacing the defective unit, the pump functioned as intended. Also, one pressure adaptor was installed. The bumper rounds were replaced. The device met specifications prior to release from abbott manufacturing facilities as supported by the device history record.